Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during efforts to program a pacemaker to magnetic resonance imaging (MRI) protection mode, a lead issue was discovered which made the system not MRI conditional. According to the remote monitoring system, this right ventricular (rv) lead exhibited a high, out-of-range pacing impedance measurement of 2482 ohms. The lead safety switch (lss) triggered, reverting the rv lead to unipolar configuration. No adverse patient effects were reported. Evidence suggests the lead remains implanted and in service.